Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection observed no anomalies. Functional and pressure testing was performed. No leaks were observed. The root cause of the reported leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an IV set bulged and leaking was noted after starting heparin infusion.

Event description:
The customer reported that an IV set was noted to be leaking after starting patient infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.